Event description:
Procedure type: esophagectomy. According to the reporter: after firing, only the back part of the esophageus was observed to be stapled. The physician used suture to complete the anastomosis and finish the procedure. The operating time was extended over 30 minutes, and there was no significant bleeding. No further information could be obtained. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 12/11/2007.